Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had her right hip replaced by surgeon knapke on (B)(6) 2017. Since she has dislocated twice. Surgeon decided that he would remove the liner in the pinnacle cup and replace it with a constrained liner. During the revision surgery the 32x48 neutral liner and the 32mm + 1 ceramic hip ball was explanted and the 48mm cup and 3 hi summit stem were left implanted. Surgeon knapke implanted a 32x48mm +4 neutral liner with a 32mm ts ceramic hip ball. Doi: (B)(6) 2017; dor: (B)(6) 2017, right hip.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.